Manufacturer narrative:
3 of 3 devices were returned for evaluation. Evaluation of three devices found chuck wear and lack of proper maintenance. The devices needed the turbines replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. This report summarizes three malfunction events where midwest stylus atc handpieces would not hold dental burs. There were no injuries in any of the events.